Manufacturer narrative:
It was reported that during index procedure a dissection occurred in the 1st diagonal ((B)(4)) and was treated with bail out stenting (revascularzation ) with a non medtronic stent. Patient is in remission. Investigator assessed that the event is not related to the study device.

Manufacturer narrative:
(B)(4).

Event description:
An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. Approximately 19.5 months post index procedure ,patient suffered a stroke and was treated with medication. Patient is in remission. Investigator assessed that the event is not related to the study device.